Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers husband reported via phone call the customer is experiencing high blood glucose levels of 414mg/dl. The customer husband called stating would like a new serter since his wife has been receiving high blood glucose levels. The customer treated high blood glucose levels with manual injections, ems was not dispatched or customer was not hospitalized. The customer was advised to change complete set, the pump will not return for analysis.